Manufacturer narrative:
(B)(6) .

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced an occlusion event with an infusion set. The pump detected an occlusion that prevents the flow of insulin. Patient was alerted by insulin flow blocked alarm which occurred during priming. No further information available.